Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) pacing impedances, measuring greater than 3000 ohms. It was noted the lead was fractured, and there was insulation damage. In addition, high pacing thresholds, and noise was observed. Subsequently, a revision procedure was performed. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.